Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred. At the time of the reported event, the customer was able to charge the pump battery as intended. Although requested, the customer declined to perform troubleshooting with tandem technical support. There was no reported adverse impact due to the reported issue.